Event description:
A nurse reported that she had trouble loading an intraocular lens (iol) into the iol delivery system cartridge. The incision was widened to removed the iol after it had been injected into the eye.